Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested on the surgical steps. The three components of the implant are going to be received (without cartridge part) to be evaluated. Investigation is in progress. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly the surgeon was completing a 2-level disc arthroplasty. As reported, when the final xrays was taken, after implantation of both levels "one of the mobi-c implants was too far anterior and was "fish-mouthed". Surgeon tried to adjust implant position without success. He decided to remove the device and another prosthesis (another brand) was implanted successfully at this level. Additional information received show that there wasn't any issue during implantation of both levels. It is only on final xray that the issue was noticed on the first level. There was no issue on the second level implanted and it was left in place. As explained by reporter, surgical technique was followed while loading device on inserter and at the impaction of the device into disc space.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Incomplete product will be received in not decontaminated state. Which prevent from recreating the reported event. Review of the case, found that probable root cause of this event would be absence of implant position check after insertion . As mentioned, in the surgical technique -use fluoroscopy to assess implant position. Indeed, from the provided description, the surgeon made the position verification after both of the implant were inserted . In addition, no x-ray were sent to clarify that the position verification was made in-between. However the lack of available information and the state of the returned product prevent from having a conclusive root cause of this event. If the examination of the product add value to this investigation or impact the conclusion of this complaint another report will be sent.

Event description:
Mobi-c p&f us : disassembly. Mb3375 was implanted and explanted. Update 22 feb 2018 : the surgeon was completing a 2-level disc arthroplasty. When he took the final xrays, one of the mobi-c implants was too far anterior and was "fish-mouthed". He tried to adjust it with the tamp provided in the mobi-c instrument set but the poly was flush with the end plated and would not adjust. He then decided the best thing to do was to take out the mobi-c device and implant an optio-c standalone device. An optio-c implant and plate was opened and the surgical tech mistakenly put together upside down. It was then removed from the field and a new implant was opened. Mobi-c used at c5-6 and optio-c 7mm was used at c4-5. Update 26 feb 2018 : there wasn¿t an issue with the first level when he implanted. However, when he took final x-rays after the second level, he didn't like how the first level looked and was not able to adjust it. I do not have pre-op x-rays. The disc space was distracted when he implanted the device and it was not put in at an angle or rotated - I was standing at the foot of the bed and watched the whole time. The device was also loaded correctly, I reminded the surg tech not to over tighten the thread and also watched as he loaded the device. Update 22 march 2018 from sales representative : I believe an x-ray was taken after the first inplant was positioned. This doctor is very specific with his positioning and always x-rays multiple times. I also am not sure if compression was applied after the first implantation. He didn't mention if he did or not after the first implant was put in.